Event description:
Boston scientific received information that after plugging in the communicator the power went on and off and the power cord became very warm. No adverse patient effects were reported. A replacement communicator and power supply was sent to the patient.

Manufacturer narrative:
The communicator and power supply were returned for analysis. The post market quality assurance laboratory confirmed that there was no output from the returned power brick. The returned power supply did become increasingly warm after being plugged in. The communicator powered on with a known good power supply.